Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer experienced issues with the procell and clean cell bottles switching to the standby bottle and received questionable results for thyrotropin (tsh), troponin t stat (tnt) and n-terminal pro b-type natriuretic peptide. The samples were repeated on another analyzer. Of the data provided only the results for tsh and tnt were discrepant. Patient sample 1 initial tsh result was 0.1 miu/ml and the repeat result on(B)(6) 2014, was 5 miu/ml. Patient sample 2 initial tsh result was 0.0 miu/ml and the repeat result on (B)(6) 2014, was 0.8 miu/ml. The initial tsh results were reported outside the laboratory. On (B)(6) 2014, patient sample 3 initial tnt result was <0.01 ng/ml with a data flag. The repeat result was 0.14 ng/ml. Patient sample 4 initial result was <0.1 ng/ml with a data flag and the repeat result was 0.15 ng/ml. The initial tnt results were not reported outside the laboratory. The repeat results were believed to be correct. There were no adverse events. The tsh and tnt reagent lot numbers and expiration dates were requested, but were not provided. The field service representative found there was a misadjusted fluid reset. He adjusted and realigned the reset of fluid levels by the operator system change over. The incorrect level did not return. He noted all sample reports were corrected by lab. He verified the system operation for three days and the problem did not return. All qc was within specification.